Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. The 34 mm valve was advanced to a depth of 3 mm and deployed; however, an infold in the valve frame and frame under-expansion were noted. Per the physician, the infold was likely a result of the small annular size. Subsequently, the valve was withdrawn from the patient and a new 29 mm valve was implanted. A 5-minute procedural delay was reported. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-34; unknown product ID: l-evolutfx-34; unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was not necessarily under-expanded. The valve was borderline between a 29-millimeter (mm) valve and 34 mm valve. The 34 mm valve was too large for the annulus. The implanting team decided to attempt to implant the larger valve; however, when deployed, the infold occurred. No adverse patient effects were reported.